Manufacturer narrative:
Manufacturing date: added. Device evaluated by mfg: corrected. Expiration date: added. Product available to stryker: corrected. Returned to manufacturer on: corrected. The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the device revealed that the guidewire had separated at approximately 11.1cm from its distal end. The guidewire had stretched and separated on its nitinol. The guidewire platinum coil had severely stretched and the core wire had separated as well. No anomalies were observed with the ptfe (polytetrafluoroethylene) and hydrophilic coating. Functional evaluation could not be performed due to the separated guidewire. Sem (scanning electron microscopy) was performed to analyze the separation site and the twists on the corewire, platinum coil and fracture on the corewire and nitinol indicated torsional overload. Information available indicated that the device was prepared as per the dfu, no anomalies were noted after unpacking, and continuous flush was maintained. However, it appears that the physician manipulated the guidewire against resistance during use. Per the device dfu, "always advance or withdraw the guidewire slowly and carefully. Never advance, auger, withdraw, or torque a guidewire which meets resistance. Resistance may be felt and/or observed under fluoroscopy by noting any buckling or prolapse of the guidewire tip. Excessive force against resistance may result in damage to the guidewire, such as separation of the guidewire tip, damage to the interventional device, and/or vessel perforation." Because the device dfu specifically cautions that excessive force on the device can lead to device damage, the cause of the event is considered to be related to user error.

Event description:
It was reported that when the guidewire was pushed in the patient's basilar artery region, the distal portion( approximately 40 cm long) of the guidewire split . The broken guidewire was removed from the patient's anatomy with a snare and the patient is reported to be in good condition.

Manufacturer narrative:
He device is not available to the manufacturer.

Event description:
It was reported that when the guidewire was pushed in the patient's basilar artery region, the distal portion( approximately 40 cm long) of the guidewire split. The broken guidewire was removed from the patient's anatomy with a snare and the patient is reported to be in good condition.